Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report.

Event description:
As reported: "in t2h surgery, the screw was inserted using the target device during screw insertion into the proximal oblique hole after drilling, but the screw did not pass through the hole and was placed outside of the nail. The surgeon retried the screw insertion several times, but finally replaced the nail because the bone had broken." There was a 60 minute surgical delay reported.